Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (clicking sound) has been confirmed. As received, the monitor was resetting during the pulse test. Upon evaluation, there was corrosion on the computer / analog (ca) board. The cause of the clicking sound and resets is the corrosion on the ca board. The cause of the corrosion is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the monitor was not working properly. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported the monitor was making a clicking sound. The patient was issued a replacement monitor.